Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer stated they have been hospitalized for two days, and was calling to get pump settings. Customer's blood glucose was 498mg/dl, customer had been treating with bolus and blood glucose never came down. Customer was unable to control blood glucose. Customer was given a shot and it got worst. Customer also mentioned they had an infection. Customer was wearing the insulin pump at the time of hospitalization. Customer declined high blood glucose troubleshooting. She stated they still have her on the pump and treating her with sliding scale. Unable to complete call due to it being disconnected.